Manufacturer narrative:
Intuitive has not received the sureform 60 stapler instrument or the sureform 60 blue stapler reload to perform failure analysis at the time of this report. Based on the shape of the staples in the second image (excised tissue), tissue appears have been pushed out and not properly stapled or cut.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, unformed staples were observed after a sureform 60 blue stapler reload was fired with a sureform 60 stapler instrument. The event occurred while the surgeon was stapling across stomach tissue to create a gastric pouch. The procedure was completed as planned.